Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 39-50 mg/dl range with an unknown cause. Bg was treated with orange juice and glucose tablets.